Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The wires were not exposed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity and energy delivery tests. There was no thermal damage or missing material. The complaint was confirmed by failure analysis. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.1402¿ - 0.1020¿ in length and were not aligned with the tube axis. The instrument was found to have a frayed grip cable at the distal end.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the maryland bipolar forceps (mbf) instrument was observed to have a frayed black cable. The procedure was completed with no reports of patient injury.